Event description:
It was reported that a paramedic had difficulty loading a 600+ pound patient into the ambulance, resulting in muscle pain and tightness in their lower back from lifting and adjusting the cot. The paramedic took a day off of work and self treated their injury with tylenol and ice. They did not require any medical treatment.

Manufacturer narrative:
It was originally reported that the severity and treatment of the injury was unknown. Additional information has been provided by the user facility and section b5 has been updated to reflect this. The user facility performed a device evaluation and did not find any component level defects that would have contributed to this event. They stated that the paramedic was injured due to user error and confirmed that they do not require any further action from stryker. H3 other text : user facility performed the device evaluation and require no further action.

Event description:
It was reported that a paramedic had difficulty loading a (B)(6) patient into the ambulance, resulting in muscle pain and tightness in their lower back from lifting and adjusting the cot. As a result, the paramedic is off duty from work. No further details have been provided regarding the severity or treatment of the injury.